Manufacturer narrative:
Patient city: (B)(6). Patient country: united states.

Event description:
Unomedical reference number (B)(4). Event occurred in the united states. It was reported that the patient faced an adhesive event with an infusion set as the tape was not sticking. Event and/or cause of the product not adhering was reported to be house work. No further information available.